Event description:
Discordant low sodium (na+) results were obtained with multiple patient samples on an advia 2400 chemistry analyzer. The initial discordant results were released to the physician(s). The laboratory later questioned the results when they noticed a higher than usual number of patient samples with low sodium results. The laboratory then retested the samples on their other advia 2400 analyzer. The results were higher, and amended sodium results were released to the physician(s). There were no known reports of patient care being altered or prescribed due to the discordant low sodium results. There were no known reports of harm to the patient due to the discordant low sodium results.

Event description:
Discordant low sodium (na+) results were obtained with multiple patient samples on an advia 2400 chemistry analyzer. The initial discordant results were released to the physician(s). The laboratory later questioned the results when they noticed a higher than usual number of patient samples with low sodium results. The laboratory then retested the samples on their other advia 2400 analyzer. The results were higher, and amended sodium results were released to the physician(s). There were no known reports of patient care being altered or prescribed due to the discordant low sodium results. There were no known reports of harm to the patient due to the discordant low sodium results.

Manufacturer narrative:
The customer contacted siemens healthcare diagnostics customer technical support regarding this event. The customer resolved the issue by replacing and conditioning the ise sodium electrode. The customer calibrated and ran qc with acceptable results. Per siemens product labeling, the sodium electrode is warranted up to 30,000 samples, for 3 months from the time the electrode was placed on the system, or until the expiration date stamped on the electrode box, whichever occurs first. This warranty is not applicable to dialysis samples, samples left at room temp longer than 24 hours after blood collection, or samples that are decomposed. The ise sodium electrode that was removed and replaced by the customer was still within its 3-months from on-system installation warranty period, but it is not known if the customer ran more than 30,000 samples during the period of time between installation of the na+ electrode on the system and the date of this event the instrument is performing according to specifications. No further evaluation of the instrument is required. Additional information received on (B)(4) 2012: the siemens healthcare diagnostics inc. Regional service specialist provided confirmation that the customer did not run more than 30,000 samples during the period of time between installation of the na+ electrode (serial # (B)(4)) on the advia 2400 system on (B)(4) 2012, and the date of the event ((B)(4) 2012).

Manufacturer narrative:
The customer contacted siemens healthcare diagnostics customer technical support regarding this event. The customer resolved the issue by replacing and conditioning the ise sodium electrode. The customer calibrated and ran qc with acceptable results. Per siemens product labeling, the sodium electrode is warranted up to 30,000 samples, for 3 months from the time the electrode was placed on the system, or until the expiration date stamped on the electrode box, whichever occurs first. This warranty is not applicable to dialysis samples, samples left at room temp longer than 24 hours after blood collection, or samples that are decomposed. The ise sodium electrode that was removed and replaced by the customer was still within its 3-months from on-system installation warranty period, but it is not known if the customer ran more than 30,000 samples during the period of time between installation of the na+ electrode on the system and the date of this event the instrument is performing according to specifications. No further evaluation of the instrument is required.